Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen was dim during ready. Display brightness was set to 10. The fresenius technical support representative issued a replacement cycler and advised to continue using the cycler. Patient will not perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient involvement or adverse event indicated. Upon follow up, it was confirmed that no patient serious injuries were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.